Manufacturer narrative:
Reporter¿s phone number:  (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning on the electric pen drive device. It was further noted that the device was running by itself and the coupling cable was stiff. It was further determined that the device failed pretest for check function with foot pedal, check function with test hand switch, check function and direction of rotation and check the cable coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.